Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two days post implant that the patient went to the emergency room due to syncope/near syncope. Information received on a remote transmission was reviewed by qualified personnel. It was determined there was intermittent undersensing noted the right ventricular (rv) lead during episodes. There was also one ventricular oversensing-noise episode that does not appear to be noise but had triggered a rv lead noise warning. The rv lead remains in use. Additionally, it was noted that the device clock for the implantable cardioverter defibrillator (ICD) appears to be ahead by approximately six hours. The ICD remains in use. No patient complications have been reported as a result of this event.